Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted ipg and lead were not returned to bsn as they were discarded by the medical facility. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads: upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(4). Batch: 7072762.